Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. Healthcare professional, later confirmed, right side capsular contractures, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: deformation observed, creases were observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported right side capsular contractures, baker grade IV. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.